Manufacturer narrative:
Patient information was unavailable from the site. No system checkout was requested as the issue was resolved by re-verification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was utilizing the suretrack on a driver and there was a 3 centimeters depth inaccuracy. They were navigating the projection. Technical services recommended that they re-calibrate the suretrack and the issue resolved. There was a 10 minute delay in the procedure. No impact on patient outcome. Additional information was received stating the issue was caused by the site was trying to make the software recognize an instrument, however, the software did not know what the instrument was. The issue was resolved by doing verification over again.